Event description:
The customer reported a failure to discharge using internal paddles during a patient event. There was no negative patient impact as another set of internal paddies were available for use.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge using internal paddles during a patient event. There was no negative patient impact as another set of internal paddles were available for use. The device was evaluated by the hospital biomed. The issue was isolated to a faulty internal paddle set. The internal paddle set was replaced to resolve the issue. The device passed all testing and was returned to service.